Manufacturer narrative:
Pharmacovigilance_comment: injection site nodule and granuloma, assessed as serious, expected possibly related.

Event description:
This is a verbatim report as received by valeant from sanofi-aventis: based on additional information received on (B)(6) 2012, this case was upgraded from non-serious to serious. The below narrative included an initial report received from a physician via a sales representative on (B)(6) 2012 plus subsequent follow-up: a (B)(6) female patient initiated poly-l-lactic acid (sculptra) (lot # a1043 and expiration date april 2014) diluted in 9 cc sterile water and 1 cc % lidocaine injected into cheeks, marionette lines and jaw line on (B)(6) 2011. On about one year later (1 month ago, (B)(6) 2012) she began to develop nontender nodules around mouth not visible. On (B)(6) 2012, the patient presented to office with bumps under skin on right and left cheeks for couple weeks. Right cheek inside mouth, punch biopsy performed and she was diagnosed with foreign body granulomatous reaction with polarizable fragments. It is consistent with prior injection. She continues to get more modules around her mouth only. There are too many lesions to individually inject with steroid. The patient was put on doxycycline 100 mg twice a day for 3 months to help resolve the issue. The outcome of the event was ongoing. The reporter suspected the event of granulomatous reaction in cheeks is related to poly-l-lactic acid. Medical history included allergy to penicillin-hives. Concomitant medications included mvi. No further relevant information provided. Additional information received from a nursing practitioner on (B)(6) 2012: corrective treatment, outcome of the event, date of biopsy, medical history and concomitant medication were reported. No further relevant information provided. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). This case was received by sanofiavent is on (B)(4) 2012 and forward to valeant as a serious case on (B)(4) 2012.